Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connection during fill 1 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 5 of treatment and the treatment was cancelled. The warning occurred three times. The patient noted that the connection was loose; the patient line was not securely connected but the other connections were secure. The patient was empty and bypassed into fill 1, retightened the patient line connection and started to fill with no problem. Additional information was requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connection during fill 1 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 5 of treatment and the treatment was cancelled. The warning occurred three times. The patient noted that the connection was loose. The patient line was not securely connected but the other connections were secure. The patient was empty and bypassed into fill 1, retightened the patient line connection and started to fill with no problem. Additional information was requested but has not been obtained.